Manufacturer narrative:
The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00267; 2916714-2020-00268; 2916714-2020-00269; 2916714-2020-00270; 2916714-2020-00271. Reference code: nx053z; device name as vega ps tibial plateau cemented t2; serial number n/a; batch number 51954907; UDI device identifier (B)(6); UDI production identifier (B)(6); basic UDI-di n/a; unit of use UDI-di (B)(6); manufacturing date 08.07.2013. Reference code article no. Batch no. Manuf. Date; 400478211 nx029z 51923062 22.05.2013; 400478212 nn260p 51974495 26.09.2013; 400478214 nx042 51954906 04.07.2013; 400478215 nx121 51952143 21.06.2013. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There is 1 similar complaint against the same lot number: 51954907. There are 6 similar complaints against the same lot number: 51974495: (all registered as involved components). There are 2 similar complaints against the same lot number: 51954906: (all registered as involved components). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product as vega knee components. As a result of having the product implanted, the patient has experienced right knee pain and loosening of the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occurred on (B)(6) 2014. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: vega ps tibial plateau. Nx029z, (ps femur cemented f4n rt). Nn260p, (peek plug f/ tibia). Nx042, (universal patella p2). Nx121, (ps pe insert t2/t2+, 12mm). The cement used during surgery is unidentified. The adverse event / malfunction is filed under (B)(4). Associated medwatches: 2916714-2020-00267, 2916714-2020-00268, 2916714-2020-00269, 2916714-2020-00270.